Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a black line down the screen of the meter. Caller stated there was still the ability to read advice. Evaluation found a vertical blue thin line through the middle of the display. No adverse event was reported. Requested return of the alleged pump for evaluation.